Manufacturer narrative:
Sections with additional information as of 30-jan-2026: d9: device available for evaluation. H3: device evaluated by manufacturer. H6: updated FDA¿s type, findings and conclusions codes. H10: meter was returned for evaluation. Product testing was performed and no defect found on returned meter. Test strips were not returned for evaluation. Most likely underlying root cause: (B)(4): user had an inaccurate reference: competitor¿s meter: the end user is comparing results obtained from trividia¿s bgm system to the results from a competitor¿s bgm system.

Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot tested within specifications. Most likely underlying root cause: (B)(4): user had an inaccurate reference: competitor¿s meter: the end user is comparing results obtained from trividia¿s bgm system to the results from a competitor¿s bgm system. Note: manufacturer contacted customer in several follow-up calls to ensure the replacement products resolved the initial concern - unable to establish contact with customer at this time.

Event description:
Consumer reported complaint for high blood glucose test results. The customer called concerned with test results from results obtained of 223, 286, 94 and 102 mg/dl. Per the customer the results from the true metrix are higher compared to another device; actual meter to meter comparison results were not provided. The customer stated his expected am fasting blood glucose test result is below 140 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call, a back-to-back blood test was not performed by the customer. Per customer, the product is stored according to specification in the living room. The test strip lot manufacturer¿s expiration date is 10/27/2026 and per the customer the open vial date is 2 months ago. The meter memory was reviewed for previous test result history: result 1: 223mg/dl date: (B)(6) 2025 time: 10:48am fasting am. Result 2: 286mg/dl date: (B)(6) 2025 time: 10:47am fasting am. Result 3: 94mg/dl date: (B)(6) 2025 time: 6:54am fasting am. Result 4 :102 mg/dl date: (B)(6) 2025 time: 10:30am fasting am. Result 5: 94 mg/dl date: (B)(6) 2025 time: 9:52pm fasting am.